Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 310 mg/dl. The customer was getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer removed the infusion set, and the cannula was bent. Advised that the bent cannula would cause high blood glucose levels and no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.